Event description:
Wound drain was removed the first day after surgery. The drain tore upon attempted removal and had to be retrieved via a laparoscopic procedure.

Manufacturer narrative:
Information has been forwarded to the manufacturing facility. Results of investigation pending. A follow-up medwatch report will be filed.